Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -13.5/2.0/081 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same model and length lens. It was reported that the replacement lens was implanted vertically and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional information: d9- 11-28-2022. H3-returned product evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).